Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 26 jul 2018. 3) any anomalies or deviations identified in DHR: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified. 4) expiry date: 30 jun 2028. 5) IFU reference: (B)(4).

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical adverse event received for revision of the left knee to address infection event is serious and is considered severe event is possibly related to device and is possibly related to procedure. Date of implantation: (B)(6) 2019. Date of revision #1: (B)(6) 2021 (insert). Date of revision #2: (B)(6) 2021. (Left knee). Treatment: irrigation & debridement, with explantation of all products.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.